Manufacturer narrative:
H10: the lot number was provided and a lot history review will be performed. The device was returned for evaluation. The investigation is unconfirmed for the reported balloon detachment. A visual inspection also found a break in the outer catheter shaft. Therefore, the investigation is confirmed for the identified break in the outer catheter shaft. The definitive root cause is unknown. The device is labeled for single use. H11: g1, h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model u4150512 pta balloon dilatation catheter allegedly experienced detachment. This information was received from one source. There was no patient contact. The 53 year old male patient weight was 312 lbs.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model u4150512 pta balloon dilatation catheter allegedly experienced detachment. This information was received from one source. There was no patient contact. The (B)(6) year old male patient weight was (B)(6) lbs.